Event description:
New information received noted that the rv lead noise was oversensed. The patient will continue to be monitored. There were no patient consequences reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.